Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient sometimes experiencing leg pain on some of the electrode configurations on programs. Different programs tested, one has been found that doesn't result in leg pain. Cause was likely lead placement, some electrodes positioned close to nerves that innervate the leg. Patient has been set on an electrode configuration program that does not cause the leg pain. Issue resolved currently but surgical intervention was noted as planned.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# 978b128, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient's indication for use was urinary symptoms. The this patient's wire had migrated and was awaiting a resite however they inquired if patient can they use the neen neurotrac electrical stim unit whilst awaiting resite procedure. Currently, the stimulation was on program a case + neg 3 good sensation in bottom. But that their other programs were causing pains/sensation in leg.

Manufacturer narrative:
H1: type of reportable event has been corrected and updated to malfunction. No surgical intervention occurred or planned. H6: codes have been updated to reflect current information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported no further action is being taken as patient has been set on a program that does not cause leg pain.